Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified further. A further cause of the suggested phenomenon could not be presumed. The instructions for use (reprocessing manual) states as follows: ¿to prevent clogging of the air/water (a/w) nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to no flow was found from the main air/water system. Additional issues were identified during the device evaluation: the paint was peeled off on the air/water nut and the suction cylinder nut; the control unit scope cover was leaking; the bending section cover glue was separated; the control unit angulation and play were not up to the specified value; the water contact, water removal, and air flow had failed. Scratches were found in multiple locations on the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was clogged. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle was clogged with foreign material and it is unclear when the clogging occurred. This report is to capture the reportable malfunction of foreign material that remained in the nozzle.